Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Sterile devices from the account with the same lot number as the original complaint device were inspected for guide detachment and tested for foot retraction issue and all units passed successfully. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D10, h13: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6fr sheath, after a carotid stenting procedure. Reportedly, after suture deployment, the foot plate would not close. The proglide device was removed; however, separated where the silver and black guides meet, leaving the black guide in the patient anatomy. The left common femoral artery was accessed, and a snare was used to retrieve the black portion of the guide. Hemostasis was achieved with the sutures of the proglide device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.